Event description:
It was reported that less than 94% of the dose had been administered by the device. The pump had alarmed with an error message displayed. The continuous infusion rate had been 2 ml/hr, with a reservoir volume of 100 ml. A total of 86.2 ml had been given, leaving a remaining volume of 5.8 ml. The length of the infusion had been 46 hours. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.